Event description:
It was reported that two technical error codes, one indicating disabled valves and the other indicating an internal memory error, were displayed while the ventilator was connected to a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was tested by our field service engineer and no fault was found and no parts were replaced. The device logs were saved and the ventilator was released for clinical use. The evaluation of the received device logs show that after the start of the nebulizing program, a software error alarm indicating failed handling of remaining nebulizing time were generated four times in a row. This prompted automatic restarts of the breathing subsystem to rectify the detected problem after each of these software error alarms. After four unsuccessful restarts with persistent inability to handle the remaining nebulization time, the ventilator per design subsequently generated a technical error code indicating disabled valves. The conditions causing this problem were lost when the ventilator manually was turned off and on again(rebooted) which indicates that the cause was a temporary corruption of data or data that was momentarily perceived as corrupt by the breathing subsystem at the time. In conjunction with the four unsuccessful restarts attempts, the breathing subsystem could not connect to its persistent memory which has parameter information stored. In such situation, the ventilator will by design start up in infant patient category with default settings.

Event description:
(B)(4).